Event description:
Dr was doing an adenotonsillectomy, he had the adenoids and tonsils out. He was using the suction device, when he asked for the second suction bovie. He stated that the bovie was defective, it had burned the corners of the pt's mouth. There was no evidence of cracks, breaks or tears in the suction coagulator. The same bovie unit and bovie pad were used without problems. A metal mouth gag was used. Bovie settings were: adenoids, 0 cut, 35 coagulation, and tonsils, 0 cut, 20 coagulation.